Manufacturer narrative:
Evaluation summary: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released. The instructions for use (IFU) for this device states, press down on the plunger with a swift and smooth motion to actuate the delivery device mechanism. Pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no harm to the patient, the physician used snare to retrieve the capsule, and another capsule was used to complete the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. Repeat procedure on a different day would not be necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no harm to the patient, the physician used snare to retrieve the capsule, and another capsule was used to complete the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule. Repeat procedure on a different day would not be necessary.